Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl. Customer noticed that cannula was bent when infusion set was changed. Customer was advised that supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.